Event description:
Boston scientific (bsc) crm received info that three months post the implant procedure, this atrial lead 4135 required repositioning, due to dislodgement. No adverse patient effects were reported. No event date was given, so the event date is approximate.